Event description:
A report was rec'd that the pt was having trouble charging. The charger could not locate the ipg and would continue to beep over the pocket site. Troubleshooting was performed by the bsn rep but the problem did not resolve. The physician recommended to revise the pocket site. During revision it was discover that the pocket was too deep the physician made it shallower. The pt is reportedly doing fine after surgery.

Manufacturer narrative:
This is the final report.